Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as change in caregiver. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was not reported if the patient was hospitalized for the event. One day prior the peritonitis diagnosis, the patient was treated with injection ceftazidime (1gm, once daily, intraperitoneal, ongoing) and injection vancomycin (1gm, after 72 hours, intraperitoneal, ongoing) for peritonitis. Five days after diagnosis, the patient was recovered from the peritonitis event. It was reported that the patient was retrained on proper aseptic technique. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.